Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A customer reported that a cannula "looked like it got cut with a hacksaw"; the edge was sharp and rough rather than smooth and round. It is unclear if the cannula was used during a procedure, however it was confirmed that there has been no patient harm. Additional information has been requested.